Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: returned product consisted of an agent dcb balloon catheter. The device was bloody, and the balloon was loosely folded. Analysis of the tip, balloon, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 27mm in length. Inspection of the rest of the device found no other damage or defect. The reported balloon burst was confirmed.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery bypass graft (CABG) vessel. It was noted that at the target lesion, the patient had already been implanted with three layers of drug eluting stents (des) and had shown a lesion again. A 3.00 mm x 30.00mm agent dcb balloon was advanced to dilate the target lesion and while inflating, the balloon ruptured at around 14 atmospheres. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery bypass graft (CABG) vessel. It was noted that at the target lesion, the patient had already been implanted with three layers of non bsc drug eluting stents (des) and had shown a lesion again. A 3.00 mm x 30.00mm agent dcb balloon was advanced to dilate the target lesion and while inflating, the balloon ruptured at around 14 atmospheres. It was noted that the cause of the balloon rupture was likely due to the previously implanted non bsc drug eluting stents. The device was removed and the procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.